Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a prostate biopsy, the device was difficult to prime and when retrieving sample the device fired forward unexpectedly. Another device was used to complete the procedure. There was no reported pt injury.